Manufacturer narrative:
Unit had unresponsive button due to moisture damage keypad trace. No button error alarms occurred. Cracked case upper corners of display window, cracked on reservoir tube, cracked battery tube threads and scratched on display window missing endcap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 179 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.